Event description:
Boston scientific crm received information that during a follow up visit, this device displayed beginning of life battery status, however the magnet rate was 90 and one year remaining longevity was indicated. An internal technical service consultant was contacted and thought the issue was due to a device reset and suggested a memory download be performed during a future visit. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this device remains implanted and in service. Should additional information become available, this event will be updated.